Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty optical fiber (transmitter and receiver module) a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was faulty optical fiber (transmitter and receiver module). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had image jumped, several horizontal green lines briefly appeared on the screen, the 3dimensional/2dimensional system no longer worked and the image does not switch to 3dimensional during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.